Event description:
It was reported that the pump battery was not charging with a tandem-provided charging cable and wall adapter, leading to a pump shutdown. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no critical impact. Prior to the call, the issue was resolved with a secondary charging cable and wall adapter. Customer resumed insulin therapy.